Event description:
It was reported that during an unknown procedure, the handpiece was not working. Another handpiece was used. There were no other details provided.

Manufacturer narrative:
(B) (4) (B) (4).. Evaluation summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.